Manufacturer narrative:
On 05-jan-2024, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31147384l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6).if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus was found. When the sheath was flushed during treatment, a thrombus was found mixed in the reverse blood collected with a syringe. After the procedure, they briefly checked the patient's limb movements and diagnosed as not having cerebral infarction, etc. The physician understood that the adverse event was not caused by the product, but by the hospital staff's failure to measure activated clotting time (act) and perform tasks such as continuous administration of heparin. The patient was anticoagulated. A small amount of heparin was administrated continuously. Fifteen (15) minutes after detecting the thrombus, the procedure was paused and (B)(4) of heparin were administered, and another 15 minutes later, the act value measured was about (B)(4). Heparinized normal saline was used.confirmation was received that the patient was not diagnosed with a stroke and did not have any clinical symptoms of a stroke. No adverse patient consequence was reported.